Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the sensitivity was adjusted as an intervention attempt for the oversensing.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing integrity counter (sic). The set screw was tightened and oversensing continued. The lead was explanted and replaced. No patient complications have been reported as a result of this event.